Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 6/2/2014, electrode belt: 7/26/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in the hospital at the time of passing. Per review of the patient's download data, the patient received an appropriate treatment event on the day of passing. At 21:47:29 and 21:49:52, the lifevest detected treatable arrhythmias. The patient's ECG at this time shows that the patient was in ventricular fibrillation (vf) with CPR and motion artifact and response button usage. It is not known who was pressing the response buttons. The CPR and motion artifact, along with the response button usage prevented the lifevest from delivering a treatment during this time. At 21:52:08, the lifevest delivered an appropriate treatment. The patient's rhyhtm at the time of the treatment was vf, and the post shock rhythm was asystole. With motion artifact. The patient remained in asystole with motion artifact until the device was shutdown at 21:52:58. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.